Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. No physical damage of the device was confirmed at where the foreign material remained. Based on the results of the investigation, olympus confirmed foreign material came out of the device, the material inside the air/water tube, and the air/water cylinder and light guide lens could not be identified. A definitive root cause of the foreign material in the scope could not be determined, however based on the results of the investigation, the probable cause of the malfunction [light guide lens] would likely be that glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded light guide-lens which led to corrosion. Since foreign material was not at external surface of the device, the material could not be removed by reprocessing. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: tjf-q190v series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: tjf-q190v series reprocessing manual: chapter 5 reprocessing the endoscope. Regarding light guide lens event: the suggested event is detectable by handling the device in accordance with the following instructions for use IFU: detection methods are written in instructions for use: tjf-q190v series operation manual: chapter 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a stain inside the light guide lens and foreign material in the air/water cylinder and the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.